Event description:
Medtronic revealed information that this bioprosthetic mitral valve was explanted after 27 mos, due to stenosis. Upon explant, pannus overgrowth was observed on the valve. It was reported that there were no pt complications.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Cause of event cannot be determined. Analysis - upon receipt, the left and right cusps are slightly stiff, but flexible. The non-coronary cusp is stiff due to host tissue on the outflow. Glistening off white pannus fills and stiffens the non-coronary cusp on the outflow extending onto the right non-coronary and non-coronary left commissures. Pannus extends over the tissue and base stitching adjacent to the right and non-coronary cusps into all inferior coaptive areas with a thin layer extending 1 to 4 mm onto the left and right cusps reducing the inflow orifice area. Radiography shows no evidence of mineralization in the valves and host tissue. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: reduced performance of the device attributed to a host tissue overgrowth, a known condition attributed to the pt. The device was explanted and replaced without reported pt complication.